Manufacturer narrative:
Additional information: b.5, h.6.

Event description:
There was no patient harm.

Manufacturer narrative:
H10:this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed , which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. Service determined that the proximate causes of the issues noted were: bezel assembly replacement is due to the being recall affected, replacement of the display board is a result of a dim segment rear case damaged from wear, ail sensor assembly damaged from wear, iuis replaced to due wear/corrosion, latch assembly damaged from wear, and upper pressure sensor was faulty. There was no reported patient involvement. The device is used for therapeutic purposes.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The lvp bezel post recall group was completed. Service determined that the proximate causes of the issues noted were: bezel assembly replacement is due to the being recall affected. Replacement of the display board is a result of a dim segment. Rear case damaged from wear. Ail sensor assembly damaged from wear. Iuis replaced to due wear/corrosion. Latch assembly damaged from wear. Upper pressure sensor faulty.

Event description:
The device was found to have damaged components.